Event description:
26g piv catheter inserted into new admission. Piv catheter noted to be in place upon flushing. Piv catheter hub cracked after putting t-connector on and had to be removed resulting in an additional IV stick for the patient.